Event description:
It was reported that the device had "accuracy - low (volume, temp, pressure)". There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken ail sensor housing for caused accuracy low. Replaced damaged bezel assy left side, and broken door lower hinge. Replaced corroded right, left iui, and broken door latch. A review of the device history record showed the device had a manufacture date of 09jun2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to cracked housing of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6)which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail. Ca-2018-0161 for iui damages. 00926 for broken lvp door latch.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had "accuracy - low (volume, temp, pressure)". There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had "accuracy - low (volume, temp, pressure)". There was no patient involvement.